Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of an audio beep anomaly from the insulin pump. The customer's blood glucose reading was 342 mg/dl. The customer stated that she took the battery out and waited two hours, and the pump gave her a constant tone. The customer was advised to insert new energizer battery. The customer stated that the new battery did not restore the normal pump's function. The customer stated that the alarm did not occur prior to the constant tone. The customer stated that the alarm was not cleared with the escape and act buttons. The customer was assisted with the self-test. The customer was unable to finish the self-test because the constant tone came back. The customer stated that the test failed. The customer was advised to monitor the pump.